Event description:
It was reported that while in the intensive care unit the spring wire guide (swg) unraveled during insertion. There was no reported pt death or injury. Medical/surgical intervention was not required. The device was removed and replaced. There were no reported pt complications. The pt outcome is listed as "unknown, but no consequence."

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.